Event description:
Death: tevar was performed on a patient with a ruptured thoracic aneurysm. The access vessel was significantly calcified, but the vessel diameter was sufficient (approximately 10mm) for the physician to determine that the relay plus device could be delivered to the lesion. The first relay plus device (28m334145342390u, lot#2006300197) was delivered to the target site and implanted though it was very difficult. Then the second relay plus device was attempted to be delivered, but the calcification in the right cia prevented the delivery. The relay plus device was withdrawn and pta was performed with a 10mm balloon, but the stenosis was not resolved. The access site was changed to the left femoral artery, but the device could not be delivered to the target site as well. A dry seal (gore medical) was then inserted, and pta was performed on the left eta and the stenosis was resolved, but it resulted in damage to the artery. The patient was unstable from the beginning due to the aneurysm rupture. The right eia, where the first device was delivered, was damaged, and the left eia was also damaged, caused the patient to go into shock. The physician determined that further treatment would be difficult and completed the procedure. The patient died from blood loss. The physician's comment: the access vessel was severely calcified, but I believed that the device could be delivered to the lesion. As the patient was very old, I told the patient's family that it is uncertain what the procedure outcome would be. Operation type: tevar (tc#bm 210800986) patient outcome - "the patient died from blood loss."